Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report receiving several no delivery alarms, an unexpected restart, a blank display, and a bent cannula. The customer was able to clear the alarms by changing the infusion set. The customer's blood glucose level was 100 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, however the customer declined to return the set and reservoir back for analysis.